Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5086mri52 implantable pacing lead - (B)(6) 2013. (B)(4).

Event description:
It was reported that post implant there were dropped beats occurring about one hour and thirty seconds apart, due to the right ventricular (rv) lead oversensing. The ventricular sensitivity was adjusted for the rv lead and the lead remains in use. No patient complications have been reported as a result of this event.